Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the videoscope's rubber end piece was missing and showing bare metal. The event occurred during reprocessing. There were no reports of patient involvement.

Event description:
There is no new information provided by the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information and results of the legal manufacturer's final investigation. Please see updates to d9, h2, h3, h4, h6, and h11. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the most probable cause of the reported malfunction is component failure, as there were cracks discovered in the bending section cover and insertion tube. However, the root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.